Event description:
It was reported that the patient presented to the clinic with redness and drainage at the driveline exit site on (B)(6) 2023. The drainage was cultured and came back positive for pseudomonas. The patient was treated with cipro and menacycline antibiotics. The patient was followed up on (B)(6) 2023, with infectious disease doctor, and the patient's symptoms had resolved. The patient remained on the same antibiotic treatment as of (B)(6) 2024. They would continue to be monitored as outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.